Event description:
According to the reporter, the customer called in to report a bravo capsule failure to detach. There was no harm caused to the patient but a repeat procedure was performed. No medical intervention was required due to the event. There was nothing unusual about the patient or the procedure itself that led to the failure. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user has been performing bravo for 5 years and was trained by clinical. The customer reported that the capsule was still attached to the delivery device when it was removed from the patient, which would make this case a failure to detach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.